Manufacturer narrative:
(B)(4). Per the user facility, they replaced the occluder head assembly as a repair to the related complaint but the assembly was too loose and would not occlude properly. This complaint is related to (B)(4) / medwatch #1828100-2018-00147.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the occluder head assembly was too loose and unlocked during occlusion. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed no excessive wear was found on the occlude cover. The locking mechanism was not returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Corrected block: lable for single use was inadvertently left blank on the initial submission.